Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: a coronary aneurysm is considered to be a permanent impairment or damage. Device issue: no device malfunction has been reported. It was reported that while performing an angiography, an aneurysm was noted in the segment of the coronary artery where an xience v stent had been implanted in the last year. There was no patient effects or intervention reported. No additional event or patient information is available.